Event description:
It was reported that the ilet bionic pancreas touchscreen assembly became loose and was separating from the device housing, while the device continued to function and blood glucose was unaffected; the device was secured temporarily by the user and a replacement was arranged with instructions for data sync, shutdown, and return. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy and no medical intervention. Investigation included collection of device history and user account of the event with return and evaluation planned after replacement. Investigation of the returned device revealed a screen bezel separation consistent with enclosure or adhesive integrity concern of the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was product mechanical component failure related to device enclosure or bonding.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.